Manufacturer narrative:
H10: additional information: updated section b5.

Event description:
It was reported that during a meniscus repair, t1 and t2 implants of the fast-fix 360 were deployed simultaneously. The t1 implant was left secured in the patient, and the t2 was successfully removed. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned outside the channel with the knot fully tightened. A functional evaluation finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, t1 and t2 implants of the fast-fix 360 were deployed simultaneously. Only t2 was successfully removed from the patient. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, t1 and t2 implants of the fast-fix 360 were deployed simultaneously. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.